Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachycardia therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The cause of the high resistance within the cell has not been determined, however likely resulted in the device error code and operation in safety mode.

Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachycardia therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The cause of the high resistance within the cell has not been determined, however likely resulted in the device error code and operation in safety mode.